Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the error e103 occurred due to a defective power unit. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, during device evaluation. That the light source displayed an e103 error message and the spare lamp was on, due to a defective power unit. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.